Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a general practitioner (B)(6) - doctor (B)(6) with an infection that developed at the infusion site (arm) while wearing the pod. The patient reported the site was inflamed and painful with a lump. The patient was prescribed an unspecified antibiotic to be taken 3 times a day with food. The patient has now discarded the pod.